Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us. Na.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion located in the moderately tortuous, de novo, left anterior descending (lad). During the procedure, a 2.75x48mm xience xpedition drug eluting stent (des) was implanted at the target lesion, when a distal edge dissection was noted. A 2.75x15mm xpedition was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided. No additional information was provided.